Event description:
A stent was advanced into the rca, right coronary artery vessel. The stent, 2.0 x 12 mini vision got stuck in the mid rca. The device was pulled back, and the stent came off the unexpanded stent balloon. A 30 x 32 stent was placed over the unexpanded mini vision. The mini vision was crushed and pinned between the artery wall and the 3.0 x 32 stent, which was deployed correctly.the patient was not injured.